Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for an unrelated surgery. Upon interrogation, the pulse generator exhibited loss of output. No intervention or patient symptoms were reported.

Manufacturer narrative:
This report is to retract report 2017865-2015-13238, submitted on 8/14/2015. Upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction, did not cause a serious adverse event, and is not likely to cause a serious injury upon recurrence.

Event description:
New information reported confirmed that the pulse generator was not the cause of the reported malfunction but instead was a lead issue. The lead model 511211 and serial number (B)(4).